Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. The customer and remote service engineer (rse) performed a troubleshoot together. The rse advised the customer to check if the data acquisition (da) printed circuit board assembly (pcba) was correctly attached to the gas delivery system (gds) block and to inform the rse if the error code appears exactly 15 minutes after use due to the solenoid change state being within the 15 minutes of use. The customer then informed the rse that they had confirmed after taking out the da pcba there was no alarm and that the reported issue occurred after 15 minutes of use. A quote for the part order of the solenoids 3 and 4 valves was sent to the customer. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
It was reported that a pressure sensor autozero failure occurred. The customer and remote service engineer (rse) performed a troubleshoot together. The rse advised the customer to check if the data acquisition (da) printed circuit board assembly (pcba) was correctly attached to the gas delivery system (gds) block and to inform the rse if the error code appears exactly 15 minutes after use due to the solenoid change state being within the 15 minutes of use. The customer then informed the rse that they had confirmed after taking out the da pcba there was no alarm and that the reported issue occurred after 15 minutes of use. A quote for the part order of the solenoids 3 and 4 valves was sent to the customer. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.